Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plif surgery on the right side of l5/6 levels for l5 spondylolysis and l5/6 disc herniation. Post-op, patient complained of pain and numbness in the lower extremity due to left l5 radiculopathy. It was found that the right screws at l5 and 6 were deviated to medio-caudal direction by CT inspection. On (B)(6) 2015, the revision surgery was performed to replace the screws.